Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via FDA¿s medwatch program that the insulin pump does not check the amount of insulin left in the reservoir before it delivers a bolus. Customer stated even if there is less amount of insulin in the reservoir than the desired amount of bolus, the insulin pump continues to pump. Blood glucose was not provided at the time of the incident. No further details were given. The insulin pump was not returned for analysis.